Event description:
The following description of the event was documented by a viasys tech support specialist in response to a phone conversation with a user facility representative: "an rt called from the womens hospital reporting that they borrowed the vent from gateway [deaconess hospital] and the 3100a stopped while running on a patient. She explained that at low settings (map 11, it 33%, amp 16, freq 12hz), the driver just stopped while remaining pressurized. The patient was placed on another 3100a. No patient compromise. Non "low source gas" light or "overheat light" displayed. She also stated that there was a "burning" smell noted after it stopped. The following description of the event was copied from a letter from the user facility in response to a letter sent by viasys requesting additional information: "oscillator was put on pt and running. Had been on for 10-15 minutes and just quit running. It smelled electrically hot. Staff attempted to troubleshoot ventilator, unsuccessfully. Pt placed on vip sterling and 3100a removed from service."

Manufacturer narrative:
The user facility did not submit a user facility report to the manufacturer. Event codes were derived based on information provided by the user facility via phone conversation(s) and written response to a letter from viasys requesting additional information.